Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that it is unable to boot. The asp evaluated the device onsite and it was determined that the switch knob was damaged. However, since philips no longer services this model due to being end-of-life, the customer repaired the device, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was october, 2017. The end of life (eol) is scheduled globally to end 12/31/2022, where the end of support (eos) period will then begin. Based on the information available and the testing conducted, the cause of the reported problem was due to a damaged switch knob. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer replaced the switch knob to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.